Event description:
It was reported that the patient was seen due to phrenic nerve stimulation. Upon interrogation the lv lead had a high threshold and the rv lead was not capturing. The physician suspected dislodgement and elected to explant and replace both leads. The patient was stable following the procedure and will be followed normally. The stimulation was resolved.